Manufacturer narrative:
Product complaint #: (B)(4). Date sent: 01/30/2020. Additional information requested: can you confirm the product code or lot number of the tx device? What were the indications for surgery? What was the initial surgical procedure performed? Did the patient receive any preoperative chemotherapy or radiation? How was the tx used in the initial surgical procedure? What color reloads were used and what was the sequence of the firings? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to close? Was the device difficult to fire? How was the leak identified? Was the site of the leak identified? If so, where and what was observed? Was it leaking through the staple line? Were any malformed staples or missing staples identified? If so, please describe the shape and location. Were there any signs of tissue ischemia or necrosis? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? What is the current status of the patient? The following response was obtained: I cannot provide the lot or serial number. The device used was the tx60b, and it was used to create an anastomosis during the procedure. The doctor had no trouble firing the device at all and has used it many times. Once discovered the anastomosis had opened (no staples visible), the doctor hand sewed the anastomosis. The patient did not receive any chemo or radiation. The exact procedure is unknown. There was no bad patient outcome, and the doctor believes there was an issue with the device.

Manufacturer narrative:
Product complaint # (B)(4). The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that four days post op to an unknown procedure the patient presented not feeling well. Exploratory surgery revealed the anastomosis had opened. The physician hand sewed the staple line. The patient is doing fine now.